Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2009. Subsequently, the patient began to experience pain after suffering a fall and a revision procedure was performed on (B)(6) 2012. All components were removed and replaced with a competitor's total knee system. The surgeon noted wear on the bearing that was revised.

Manufacturer narrative:
Evaluation of the returned component found evidence of parallel wear scratches on the underside that run in the anterior-posterior direction. A couple of deeper gouges are also visible, likely due to explantation. The bearing surface shows wear scratches that are straight on the posterior half, but have a distinctive curvature as the scratch reaches the anterior half. The medial posterior corner also displays a large degree of material deformation and a dull surface finish distinctive from the shiny appearance of the rest of the part. The likely cause of failure was the presence of osteophytes on the medial posterior end of the femur that extended beyond the femoral component of the oxford knee. Although the presence of osteophytes would explain all the features seen on the part, their presence cannot be verified objectively.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma and weight gain may contribute to premature failure of the implant by loosening, fracture, and/or wear." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event. Should the user facility submit a medwatch report or provide additional information, biomet will forward a supplemental report to the FDA.